Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an event of hyperglycemia with ketones and hospital stay triggered by catheter insertion. Catheter was bent, insulin continued to flow under the patch. With hyperglycemia of 400 mg/dl, patient inserted a new catheter, gave a correction, and then woke up again at 6:00 a.m. With a sensor glucose value of over 400 mg/dl + ketones 4.0. Upon checking and disconnecting the infusion set, it was noticed that the catheter was kinked. There she was referred to the nearby clinic. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 3.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the medical device problem code under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code insertion into scar tissue, improper site selection, or incorrect preparation of set it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi)(monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.